Manufacturer narrative:
Pt. Info.: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, as the lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the surgeon placed the intraocular lens (iol) in the patient's left eye during cataract surgery, she noticed a scratch on each side of the two haptics. The surgeon did not choose to remove the lens. There are no plans to remove the lens, as she does not see any significant problems in the postoperative controls. Through follow up, it was confirmed that the patient does not have any vision problems. No other information was provided.